Event description:
Caller reported a cartridge alarm 20 occurred on july 29 and july 31, 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the occurrence of the alarm and decided to replace the pump, which was under warranty. The caller was informed of the replacement, provided with storage mode instructions, and advised on steps for using the new pump, with acknowledgment of all instructions. The problematic pump was to be returned within 10 days using the provided pre-paid label.